Event description:
Consumer called to report his son's readings being erratic. Analysis run on clark error grid using mean average readings (259) as reference point vs bd readings (391, 126) yielded some data points in the c/d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.